Event description:
It was reported that during a cryo ablation procedure, inflation issues occurred and three system notices were received indicating that the safety system detected fluid in the catheter and stopped the injection. The balloon catheter was replaced, but the issue persisted. Low pressure regulator (lpr) values were as expected. It was notes that no blood had reached the console. The console was switched out for another. The case outcome is unknown. A service was recommended and carried out. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 2af283 with lot number 10210 was returned and analyzed. Visual inspection was performed and inspection of the balloon segment showed blood/fluid inside the balloon. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for one application on the reported event date. During functional testing, the console terminated the application and triggered system notice 50005 (the safety system detected fluid in the catheter and stopped the injection). During pressure testing of the balloon segment, a double-balloon breach condition was identified. Dissection did not show any signs of lifted thermocouple wires or leak detection wires that could have caused the breach. In conclusion, the balloon catheter failed the returned product inspection due to a double balloon breach. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.